Manufacturer narrative:
(B)(4): the customer reported the unit had an intermittent failure to power on with the device ready for use indicator (rfu) displaying solid red x. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the unit had an intermittent failure to power on with the device ready for use indicator (rfu) displaying solid red x.